Event description:
It was stated that the customer was admitted in the intensive care unit due to diabetes ketoacidosis. The blood glucose reading was 900 mg/dl. It was stated that the customer was vomiting, and experiencing unexplained high glucose for the past two days. Troubleshooting was performed. It was stated that the insulin pump alarmed no delivery several times. It was stated that the time on the insulin pump was (B)(6) 2005, 3:05 military time. Advised the caller that it could most likely been the issue with the customer having high blood glucose. It was stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.